Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was alarming for patient disconnect. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. It was reported that the unit was alarming for patient disconnect. The remote service engineer (rse) spoke with the biomed and was informed by the biomed that the person who reported the issue should not have initially reported the issue. The biomed stated that the ventilator was operating as expected when the patient circuit was disconnected. The ventilator was returned back into service, and no further support was needed. The biomed informed the rse the ventilator was functioning as expected. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.